Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2009 (the date was unknown) via tha at another hospital. It was reported that the revision surgery was performed on (B)(6) 2020 due to pain and foreign body reaction secondary to mom articulations. The surgeon replaced the insert, the head and the stem. The surgery was completed with 120 minutes delay. No further information is available.